Event description:
Had to restart the siemens ict due to pop up: abort due to internal error. Please try again (possibly after application restart). If error persists please call service technician. Patient was under anesthesia while this occurred in the middle of the ir procedure.